Event description:
It was reported a pt had a coronary angiography procedure with a stent implantation and an angio-seal was selected for closure in the right femoral artery. The deployment went fine and no bleeding was observed. Thirty minutes post procedure in recovery, the pt's blood pressure dropped and the pt was reported to be in hemorrhagic shock. The pt was taken for an ultrasound and the results revealed a retroperitoneal bleed. The pt was immediately taken to surgery. The pt received a blood transfusion of sixteen units. Surgical findings revealed multiple punctures near the inguinal ligament. The angio-seal was found in the subcutaneous tissue torn free of the artery. Reconstruction of the common femoral artery was performed with an angioplasty patch. After surgery, the pt was taken to the ICU and was reported to be recovering. The pt was taking the following medications: clopidogrel 75 mg, heparin-na 25k ratio injection, 0.2 mg nitrolingual infuse 5 mg/5 ml, integrilin 2.0 mg/2.0 ml, aspirin 100 mg. The pt has a medical history of coronary artery disease. No pre-insertion angiogram was performed.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.